Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the drainage valve included in a cook pneumothorax set was "misplaced" in a patient with a chest tube, resulting in increased pain and pneumothorax growth. The user stated that the valve is able to be "easily misplaced as both ends are the same shape from the patient end to the chest tube end". Additional information regarding the patient, device, and event has been requested but is currently unavailable.

Event description:
In additional information received on 24aug2020, it was reported that the device was placed in the emergency room of a hospital to drain a pneumothorax. The device was in place for approximately 12 hours. In response to the increasing pneumothorax, repeat chest x-rays were obtained. The heimlich valve was found to be backwards and was then removed. The pneumothorax continued to resolve after removal of the valve. The patient was hospitalized. No additional harm to the patient has been reported.

Manufacturer narrative:
E3 - occupation: director. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported in a medwatch form from yakima valley memorial hospital that a cook chest tube drainage valve was misplaced on a patient with a chest tube. The cook chest drain valve was included as a component of the cook pneumothorax set (rpn: c-tpt-200). The event was reported to the food and drug administration on 24jun2020. A medwatch form was received by cook inc. On 17jul2020. The patient was a 43-year-old male weighing 115 kilograms with a history of coronary artery disease (cad) with stent placement and a recurrent left pneumothorax. It was reported that he was also a smoker. The cook pneumothorax set was placed in the emergency room of (B)(6) hospital for treatment of a pneumothorax. The device was in place for approximately 12 hours before it was discovered that the cook chest drain valve was connected to the polyvinylchoride connecting tube incorrectly. The discovery of the mistake occurred on (B)(6) 2020. The patient experienced increased pain. The cook chest drain valve was removed. Repeat chest x-rays were performed and it was reported that the pneumothorax had increased. The patient was hospitalized. No additional procedures were performed, and the pneumothorax continued to resolve after removing the valve. Reviews of a drawing and instructions for use (IFU) of the device were conducted during the investigation. The complaint device was not returned for evaluation. A document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record could not be completed due to a lack of lot information from the user facility. A search of all lots sold to the reporting customer in the past 3 years could not determine the affected lot. There is no evidence to suggest there is any nonconforming product in house or out in the field. Cook could not conclude that the device was manufactured out of specification. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: instructions for use: device assembly: ¿2 attach chest drain valve in direction indicated by arrow on valve.¿ based on the information provided, no inspection of the product, and the results of the investigation, a definitive cause for the adverse event was traced to the user's failure to follow instructions. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.